Manufacturer narrative:
The field service engineer decontaminated the sipper flow path and the vacuum nozzle. Pinch tubing was replaced. The sipper and vacuum nozzle were also replaced. No further issues have occurred since the performance of these actions. The investigation determined the issue is consistent with a mis-sampling due to insufficient pre-analytic sample handling.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested with the na electrode on a cobas pure c 303 analytical unit on (B)(6) 2024. The customer provided examples of data for two patient samples with discrepant na results that occurred on (B)(6) 2024. The customer noted that there were issues with the analyzer water station and that the laboratory uses a water softener since the water conductivity tends to get high quickly. The first sample initially resulted in a na value of 146.4 mmol/l. The sample was repeated on a second analyzer, resulting in a na value of 140 mmol/l. The second sample initially resulted in a na value of 147.4 mmol/l. The sample was repeated on a second analyzer, resulting in a na value of 139 mmol/l.

Manufacturer narrative:
The na electrode lot number and expiration date were requested, but not provided. The investigation is ongoing.